Manufacturer narrative:
(B)(4): evaluation summary: the analysis results showed that the device was returned with no visual non-conformances and with no cartridge present. The device was tested for functionality with a test cartridge; the device achieved a complete 3-strokes and fired without any difficulties noted. Event described could not be confirmed as the device achieved a complete firing cycle, the staples formed as intended and it opened and closed without any difficulties noted. It should be noted that all instruments are inspected 100% for staple presence by a visual system prior to the placement of the staple retainer. In addition, at finished goods, the instruments are visually inspected based on a sample. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap gastric bypass procedure, the outside staple line on the left side did not form. Hand sewed the anastomosis. Changed the device to complete the procedure. There was no pt consequence.